Event description:
The patient was undergoing a thrombectomy procedure in the distal ulnar artery using an indigo system catrx aspiration catheter (catrx) and a non-penumbra sheath (6f). During the procedure, while advancing the catrx to the target location, the physician observed under fluoroscopy that the catrx fractured at the distal end. The proximal end of the catrx was removed and a snare device was used to retrieve the catrx fractured segment. No fragment of the catrx was left in the patient. The procedure was completed using a non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned indigo system aspiration catrx aspiration catheter (catrx) confirmed a fracture on the distal end. Evaluation revealed that the catheter was kinked at the fractured location and at multiple locations on the distal fractured segment. If the catrx is advanced against resistance, kinks and a subsequent fracture may occur. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed stretching within the distal fractured segment. This damage was likely incidental to the complaint and may have occurred during removal of the fractured segment during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.